Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, it was noted that the device was unable to be interrogated and was depleting faster than expected. The patient is dependent on therapy. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported.